Event description:
Event was reported to caldera medical by an attorney. The pt experienced abdominal tightness, yeast infections, mesh erosion into vagina, revisionary surgery, and yeast-like odor. No further info has been provided.